Manufacturer narrative:
(B)(6). Results: it is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd vacutainer® with luer adapter broke off into the hub of the PICC line when trying to remove it. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: bd requested samples and/or photos of the product, but none were provided by the customer for evaluation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.